Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the pc board was not able to be tested, so the original complaint issue could not be confirmed.

Event description:
Dealer states when he turns the unit past 2 lpm the purity drops. The dealer states that the unit is not alarming.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states when he turns the unit past 2 lpm the purity drops. The dealer states that the unit is not alarming.